Event description:
Surgeon inserted a remanufactured 5mm endo clip applier in order to ligate during a laparoscopic cholecystectomy. The stapler did not fire a staple but failed to open after firing. Surgeon was able to remove stapler from patient without harm.